Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The medihoney (ID 31805) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: "my foot surgery was (B)(6) 2024. My toe has a blister and broke opened."

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported having a surgery on her left foot (third toe) on (B)(6) 2025. It was all infected and she was directed by her doctor to buy medihoney and after medihoney use, the toe had an open wound in (B)(6) 2025. No additional information was provided after several attempts.